Event description:
The customer reported to olympus the ultrasonic gastrovideoscope had a damaged probe and cracked probe coating. The reported issue occurred during a diagnostic endoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and inspection, it was observed that the acoustic lens was damaged, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported issue as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a deep cut on the lifting part of the probe unit that reached down to the hard part under the pink probe coating. This finding was likely due to wear and tear damage caused by mishandling use over time. Upon further inspection, it was observed that the acoustic lens was damaged. It was observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was also observed that scope body and the scope connector cover had discoloration. It was observed that the electrical connector and the scope connector had corrosion due to water leakage. It was also observed that due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value. Additionally, it was observed that due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. It was also observed that the objective lens and the light guide lens had a chip due to a handling issue. It was observed that the connecting tube, universal cord, and the ultrasonic cable had buckling. It was also observed that the ultrasonic connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to wear and tear damage with customer mishandling and with increasing use/time. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.